Event description:
Patient was revised to address instability and loosening of the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to reveiw the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported device instability and loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.